Event description:
The MFR sales representative reported on behalf of the user facility, the following incident: the physician was pressing on the anti siphon chamber and thought that the valve had broke. The physician opened a second device. The same event occurred. The check was done prior to implantation. The physician wanted the flow to move through the anti siphon chamber device much faster than it was. According to the sales representative, after a discussion with the physician, they agreed that the physician was unfamiliar with the technology. No patient injury was reported. This incident is linked to MDR #9612007-2007-00007.

Manufacturer narrative:
The product is not expected to be returned for evaluation. Additional information has been requested. An investigation has been initiated based upon the reported information.